Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated tampon piece was left inside her, not to be retrieved for 2-3 weeks by a doctor. Consumer experienced abdominal pain, vaginal irritation/chaffing and a bad vaginal odor. Was prescribed metronidazole by a doctor and took medicine for 7 days. Symptoms have resolved but now experiences diarrhea.